Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was 56 mg/dl. The customer was treated with glucose tablets. The customer stated the she recall giving a bolus at 12:30 but it is not showing it. The customer went to give an extra bolus at 12:33 but it doesn't show a bolus in the history for it but her blood glucose still when dow to 56 mg/dl. The customer was advised to monitor the pump.